Event description:
It was reported that the device exhibited error code 1260. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the device in used condition. The event history log was unable to be downloaded due to error code 1260 alarm message on the pump display. Functional testing was able to replicate the reported issue. The most probable cause was determined to be the mpu board clock battery lead contact negative did not have enough solder. The clock battery lead contact negative was re-soldered. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.